Event description:
It was reported that the unknown channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to a failure in the 3rd party keypad and front door. A review of the device history record for sn(B)(6) was performed from date of manufacture 03/13/2011 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the unknown channel error. There was no patient involvement.